Event description:
It was reported that three people were admitted to the hospital due to low ionized calcium results reported from a stat profile critical care xpress (stat profile ccx) analyzer. Comparison of the three results versus another stat profile ccx analyzer showed a clinically significant difference.